Manufacturer narrative:
The customer¿s report of an overinfusion of insulin was not confirmed. Analysis of the event log determined that at 12:24 pm on (B)(6) 2015, the rate of an existing infusion was changed to 10.2ml/h. It was not possible to identify the name of the medication because it was programmed prior to the start of the log data that was received. At 2:01 pm, and again at 2:10pm the device alarmed for air in line. The user opened and closed the door, then restarted the infusion. The user placed the infusion in a pause state at 2:16pm then resumed the infusion at 2:18pm. For the period reviewed (12:24pm to 02:18pm) the total calculated volume infused was 18.21ml. The starting volume of the fluid container cannot be determined from the pcu event log. The root cause of the customer¿s report of an overinfusion of insulin was not identified.

Event description:
The customer reported that an insulin infusion which was started at 1214 alarmed for air in line at 1400. The rn opened the channel to check for air, did not remove the set from the channel, and restarted the infusion at 10.2 units/hr. A few minutes later, the pump alarmed for air in line, and the insulin bag was found empty. The patient¿s cbg (capillary blood glucose) was monitored and IV dextrose (B)(6), 12.5 grams, was administered. No long-term patient harm reported.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.